Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. The homechoice device received a returned instrument testing evaluation (rite), including functional and electrical testing of the device and simulated-use testing. The device was determined to meet functional performance specification requirements per rite testing. Internal and external visual inspection was performed and no issues were noted. A service history record review was performed and revealed no indication that the parts replaced during servicing caused or contributed to this event. Upon conclusion of the investigation, the cause of the iipv was one or more cycles were advanced to the next fill when a slow or no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient drained more at the end of therapy while using the homechoice device for peritoneal dialysis therapy. The patient reported that the device would drain several hundred milliliters of solution at the end of therapy. The technical services representative arranged a swap and discussed the use of manual supplies to complete therapy until the new device arrives. There was no patient injury or medical intervention reported. No additional information is available.